Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the balloon catheter and guide wire may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to the difficulty to advance/position the guide wire and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, anatomical conditions, inner diameter of guide wire lumen or balloon catheter, outer diameter of the guide wire, condition of the guide wire, condition of the balloon catheter, condition of the guide wire lumen, coagulation of blood or procedural contaminates. The investigation was unable to determine a conclusive cause for the reported difficult to advance/position through the balloon catheter, irregular appearance or peeling of the tip. Based on the reported information, it is possible that the anatomical conditions and/or manipulation of the devices during advancement of the balloon catheter or guidewire reduced the clearance between the guide wire and balloon catheter causing the difficulty to advance, irregular appearance or peeling; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event,d9/h3: return status.

Event description:
It was reported that after the hi-torque balance middle weight (bmw) hydro guide wire was advanced, an unspecified balloon catheter felt resistance during advancement with the guide wire. A portion of the guide wire delaminated, and a ball appeared to be on the guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: it was reported that the procedure was performed to treat a lesion in the right coronary artery. The end of the black part [tip] of the hi-torque balance middle weight (bmw) hydro guide wire was delaminated. A whisper ms guide wire was used to successfully complete the procedure. There was an excellent outcome. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after the hi-torque balance middle weight (bmw) hydro guide wire was advanced, an unspecified balloon catheter felt resistance during advancement with the guide wire. A portion of the guide wire delaminated, and a ball appeared to be on the guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.